Event description:
Reportedly, balloon exploded after only 10 pumps. (I am checking into the possibility of injury). Changed complaint code from complaint to malfunction. Procedure: lap hernia repair.